Manufacturer narrative:
Other relevant device(s) are: micra: model #: mc1vr01-delsys, expiration date: 28-mar-2022, serial#: (B)(4), UDI #: (B)(4). No dev rtn to MFR? No. Mfg date: 19-oct-2020. Yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, the ipg exhibited high threshold, high impedance and no capture. The ipg and delivery system were removed and clots were noted. The clots were removed and the ipg was deployed again. Initially high thresholds remained but the ipg was eventually deployed with good measurements. After the procedure the patient experienced hypotension. Pericardial effusion as a result of perforation was noted. Draining and sternotomy were carried out. The anterior descending artery was damaged. A hole between the septum and the anterior wall was repaired. The ipg remains in use. No further patient complications have been reported as a result of this event.